Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophagus during an esophageal variceal ligation on (B)(6) 2025. During the procedure, when the ligation was inserted into the patient's body, a wrong loop was found during the release process. The ligation band could not be deployed normally. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient condition following procedure was stable.

Manufacturer narrative:
H6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction to field b5: describe event or problem. H11: device evaluation: the speedband superview super 7 ligator housing was returned with two bands attached to it and are overlapped. The handle was not returned. The teeth were found in good condition. It is most likely that the technique used by the physician during the procedure was the reason why two bands became overlapped by the force applied from the handle, as the bands were unable to be deployed. Based on the evidence, the reported event of bands failure to deploy can be confirmed. With all the available information, boston scientific concludes that the most probable cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an esophagus during an esophageal variceal ligation on (B)(6) 2025. During the procedure, when the ligation was inserted into the patient's body, the bands were found to be misaligned during the release process. The ligation band could not be deployed normally. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient condition following procedure was stable.